Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was attempted but could not be performed because the receiver would not turn on. Therefore, a downloaded receiver log was unable to be obtained. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Because of moisture damage, the reported event of an overheating receiver could not be confirmed. A complete investigation could not be performed due to the condition of the device. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver got really hot when it was dead. No additional event or patient information is available.